Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced inappropriate therapy. It was determined that the patient's right ventricular (rv) lead had developed a lead fracture on the low voltage, pace/sense portion of the right ventricular (rv) lead. The pace/sense portion of the rv defibrillation lead was capped and a new pace/sense lead was implanted. The high voltage coils of the original rv lead remain active and in use. No further patient complications have been reported as a result of this event.